Event description:
The customer complained that a male (B)(6) donor yielded a false positive reaction with seraclone anti-e. The donor sample that had caused the false positive result was sent to us for quality control as well as the supposedly defective product. Our quality control laboratory re-tested the donor sample and confirmed the customer's results. Further testing by the quality control laboratory with different e positive and negative red cells confirmed the allegedly defective lot of seraclone anti-e functions correctly. The donor sample was sent for molecular typing to an external laboratory. The external result confirmed the test results of our quality control laboratory. The rh formula of this donor is ccd.ee (dau positive). Therefore seraclone anti-e correctly reacted positively and this complaint is not confirmed. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer complained that a male (B)(6) donor yielded a false positive reaction with seraclone anti-e. The donor sample that had caused the false positiv result was sent to us for quality control as well as the supposedly defective product. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-e functions correctly. The donor sample will be sent for molecular typing to an external laboratory. Testing by the quality control laboratory confirmed the allegedly defective lot of seraclone anti-e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report for this incident.

Manufacturer narrative:
This is our final report for this incident.